Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. No lot number was provided. Therefore, no physical assessment could be conducted on the production samples then investigation will be based on document review. Based on complaint description provided by complainant, it was reported that the customer had used the product which contains natural rubber that had cause infections to her son. Additional information received that she had order a silicone catheter but she received a silicone coated catheter. After several discussion with distributor, additional information had been received. Based on review of our records the patient was new to mpcs, and it does not appear that mpcs was provided with notification of a latex allergy from either the mother or the physician during order placement. Further, the order was entered based on a physician's order that was faxed and did not specify part numbers or the need for the product to be all silicone. As a result, the product selected was other remarks: based on the product description on the faxed order from the physician. From a manufacturing review, it was clearly stated on the label of the product that this device contains natural rubber for safety purpose. However, as these critical information was not written in the mpc5 therefore customer had received different product, not as per her desire. According to the fax order as evidence, teleflex had provided the correct product according to customer written order. Since the critical information for latex free and proper catalog number was not written, therefore customer received wrong product. The investigation was closed prior to this evidence/additional info being received by the distributor.

Event description:
According to the distributor the patient's mother reported the incident as follows: the patient's suprapubic was replaced with the product sent. The invoice said it was a silicone catheter, however as she was disposing of the used product, she saw that the packaging said that it was made with natural rubber latex. She immediately took the patient to the hospital to have the catheter removed and replaced with a 100% silicone foley catheter. Her son developed a burn with blister on his upper left leg where the catheter touched his leg.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
According to the distributor the patient's mother reported the incident as follows: the patient's suprapubic was replaced with the product sent. The invoice said it was a silicone catheter, however as she was disposing of the used product, she saw that the packaging said that it was made with natural rubber latex. She immediately took the patient to the hospital to have the catheter removed and replaced with a 100% silicone foley catheter. Her son developed a burn with blister on his upper left leg where the catheter touched his leg.